Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2014 and was revised on (B)(6) 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level and wear/metallosis involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: "material reviewed: (B)(6) 2020: stryker pi report. (B)(6) 2014: implant sheet. Trident hemispheric shell 46-c, 2 x 6.5 mm torx screws 20mm, 30mm, mdm liner 36-c, accolade ii stem 1270 #3, 22.2mm lfit head v40, 22.2mm x 36mm 36c x3 polyethylene mdm insert. (B)(6) 2020: operative note. Left revision hip. Index hip in 2014. Increasing groin pain. Has dual mobility with skirted head. Anterolateral approach. Dark synovial fluid. Cultures taken. Trunnion with evidence of wear but no pitting or corrosion. Cleaned. Stem stable. No osteolysis around cup. No corrosion or pitting in the liner. 1 screw removed due to slight elevation. Changed to a poly liner eccentric with 28mm ceramic head +4mm. Confirmation: a revision surgery was confirmed. Injuries," [...] "And/or excessive levels of chromium and cobalt in her blood could not be confirmed. Root cause: a root cause cannot be determined without additional medical records and perhaps examination of the explants." Device history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: review of the provided medical records by a clinical consultant did not confirm the event. The exact cause of the event could not be determined because insufficient information was provided. Additional information including progress notes, x-rays, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2014 and was revised on (B)(6) 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.